Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the patient is experiencing abdominal pain after undergoing a permanent scs implant procedure on (B)(6) 2016. It was also reported the patient developed an ileus sometime after (B)(6) 2016. Follow-up information revealed the issues have not resolved as of (B)(6) 2016 and the patient remains in the hospital. No further information is available at this time..

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient was hospitalized approximately 4-5 days and in a nursing home for a week. However, the patient has been released and is home. It was noted the physician does not believe the ilius is related to the scs system. The patient's abdominal pain and ilius is resolved.